Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported before using the bd vacutainer® sst¿ ii advance there was missing gel separation gel additive in an unspecified number of devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields have been updated with additional information: d9. Device available for eval- yes d9. Returned to manufacturer on: 06-may-2025 h3. Device eval by manufacturer- yes. Investigation summary: bd received one photo and 71 samples for investigation. A review of both the photo and the samples was performed and the indicated failure mode of missing gel was observed. A total of 100 retained samples were visually inspected, and no missing gel was found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode missing gel. No definitive root cause could be established for the reported defect. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported before using the bd vacutainer® sst¿ ii advance there was missing gel separation gel additive in an unspecified number of devices. No adverse impact was reported regarding the patient or user.